Event description:
An employee from the biomedical dept of a hosp indicated that the glucometer elite xl used in an emergency room gave blood sugar result of 41mg/dl. Dextrose was given and then a venous sample was drawn and a blood glucose was performed by a laboratory procedure. That procedure gave a result of 1040 mg/dl. Check strip as well as low and high controls were run with satisfactory results. The meter was returned for eval.